Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft break occurred. The physician attempted to introduce the 20/2.0 maverick2 monorail ptca catheter to the ramus descendens anterior artery. When the balloon had reached "1/3 of the guide catheter" the device broke away and was partially dislocated from the shaft. It was confirmed that no parts of the device were released inside the patient or the guide catheter. It was also confirmed that the physician retrieved all parts of the device from the patient adn started the process over with another unspecified device and completed the procedure successfully. No patient complications were reported and the patient's current condition is listed as "ok".

Manufacturer narrative:
.